Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s battery life had shortened. It was reported the battery compartment had evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. Review of the pump¿s black box indicated excessive battery usage. A battery compartment crack was observed. Moisture was discovered within the battery compartment. A leak test revealed a leak at battery compartment crack. A battery cap was not returned with the pump and a test battery cap was used for further testing. The test battery cap was able to properly secure to the pump. The pump¿s electric draws were found to be within specification. There was no evidence of moisture on the pump¿s internal components.